Event description:
Physician reporting capsular contracture (baker grade unknown). Device has been explanted. This relates to the left device.

Manufacturer narrative:
Continued from phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.